Event description:
Alaris pump started alarming. The brain was flashing "malfunction" in red and affected etco2 module. Biomed evaluated the error log of the pc unit. The error log indicated a 511.2000 communication fail error. It is being returned to the manufacturer for further assessment.